Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway, resulting in insufficient insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. A family member informed the agent that the user was hospitalized with dka since (B)(6) 2024. After the hospital stabilized the user's bg to 162 mg/dl, they reconnected the device but continued experiencing high bg readings despite a meal announcement at 6 pm. The user was using the convatec inset (23", 6mm) teflon infusion set. The agent guided the user to check the insulin flow, and drops were confirmed up to the infusion site. The agent suspected a bent cannula but found no visible issues with the infusion site. As this was the user's only extra infusion set, the hospital continued IV insulin to stabilize bg until a new set could be obtained. On (B)(6) 2024 a beta bionics customer care agent followed up with the user. The user stated they were hospitalized for three days, likely due to a bent cannula. The user mentioned that their cds provided samples of the convatec contact detach (23", 6mm) steel cannula infusion set and will be using this set moving forward.